Event description:
The device was returned for analysis after being explanted for normal battery depletion indicators. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the field advisory for this model, and tested out of specification consistent with the field advisory. Evaluation summary: analysis revealed a high current drain condition. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.